Event description:
It was reported that the patient had had an infection in (B)(6) and the battery was removed at that time. Additional information received reported that the no culture of the infection had been done. It was stated that the infection had been located at the pocket site. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0107926v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).